Manufacturer narrative:
(B)(4). Date sent: 1/30/2026. D4 batch #: z70225. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned, and the remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. During functional testing on energy systems, an alert screen was displayed, which is a probable consequence of blade damage. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test with the generator and displaying alert screens like ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch z70225, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure the ¿replace instrument¿ alert screen was displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.